Event description:
Two days after the procedure, I started bleeding for twelve days. Around the third week of (B)(6), I began having severe headaches and chronic fatigue. (B)(6), I started my period with quarter size blood clots and excessive bleeding for twenty one days. After this period, I began having severe abdominal pain and severe left side flank pain. I began getting very confused and could not concentrate as normal. This has continued on up until now. I was admitted into the hospital on (B)(6) due to the excessive severe pain and nonstop bleeding since (B)(6). (B)(4).